Event description:
It was reported that during a laparoscopic appendectomy procedure, the device started to fire and then released. The device did not complete the firing sequence. It is unknown which firing or color cartridge was being used. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4).